Manufacturer narrative:
The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with other empirical evidence via visualization of bubbles by an edwards clinical specialist. The complaint was confirmed, however a DHR review of the lot in question revealed no related non-conformances. Representative units were used for additional testing to evaluate potential mechanisms for air to escape from the implant system (is). The results of the testing showed that in certain scenarios, air introduced into the sc (steerable catheter) can remain seated into the shaft before being pushed out by advancing the ic (implant catheter). Potential root causes for how air enters the sc may include: - improper de-airing technique that leaves air in the sc or ic shafts - leaks in the system that draw in air prior to device insertion into the patient - air remaining in pressure monitoring lines that gets pushed into the implant system upon connection to the sc handle flushport. However, as no product or imaging was returned, a true root cause is unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where a large volume of air was visible on echo when the implant was advanced. There were bubbles after advancing the implant catheter. There were no patient consequences as a result of the air bubbles. Mr severity at baseline was 4 - severe and mr severity post op was 1 - mild.